Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. There was no adverse impact to customer's blood glucose level. Reportedly, the pump was reset and functioning as intended.